Event description:
Dialysis machine pulled off too much fluid due to the nurse failing to pull out the replacement fluid scale when she set up the machine. To avoid this error in the future, rns will hang scale bar on the upper side hooks of the machine when spiking the bags, which necessitates pulling the scales out. Patient's vital signs remained stable throughout.